Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, instructions for use (IFU), specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device was shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide 10cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide. The complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. The manufacturing instruction for flexor sheath states to " trim the flare evenly so it is uniformly round. Check each flare with appropriate flare gauge; inspect all flares by sliding sheath into small holes side of the gauge distal to the flared. The flare must not pass through small gauge hole freely. Repeat checking with the large hole in gauge. The flare must pass through large hole freely." It should be noted there were no other reported complaints for this lot number. Based on the information and the photographs provided; no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints.

Event description:
During the procedure, as the physician was trying to remove the sheath, he met some resistance and noticed the sheath was elongating. He inserted the dilator, yet it continued to stretch. He put in a stiffer wire and tried removing the sheath and that is when the sheath fell apart and started becoming unbraided. He then did a cutdown in order to remove the damaged part of the sheath and wire. He cut the part of the sheath where it started to unravel. He thinks there was about 20cm of the sheath left in the body. He got access on both sides of the groin and placed covered kissing stents in both iliacs to cover the sheath. The case took 5 hrs and 99min of fluoro. The physician was able to get access on both sides of the groin and placed covered kissing stents in both iliacs to cover the sheath.

Manufacturer narrative:
Images were provided to assist with the evaluation. Actual device was not returned. (B)(4). The event is currently under investigation.

Event description:
During the procedure, as the physician was trying to remove the sheath, he met some resistance and noticed the sheath was elongating. He inserted the dilator, yet it continued to stretch. He put in a stiffer wire and tried removing the sheath and that is when the sheath fell apart and started becoming unbraided. He then did a cut-down in order to remove the damaged part of the sheath and wire. He cut the part of the sheath where it started to unravel. He thinks there was about 20 cm of the sheath left in the body. He got access on both sides of the groin and placed covered kissing stents in both iliacs to cover the sheath. The case took 5 hrs and 99 min of fluoro. The physician was able to get access on both sides of the groin and placed covered kissing stents in both iliacs to cover the sheath.

Manufacturer narrative:
Device was not received. A date was inadvertently provided in the device available for evaluation field on the previous reports. Investigation - evaluation: a review of the complaint history, instructions for use (IFU), specifications, trends, quality control, and photographic inspection of the device was conducted during the investigation. The complaint device was not returned, therefore no physical examinations could be performed; however, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. . It should be noted there were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use; specific items are addressed such as: warnings: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt. Sheath removal: insert wire guide 10cm past the tip of the sheath. Insert the introducer dilator over the wire into the sheath. Withdraw the sheath and dilator as a unit. Remove the wire guide. Although the device was not returned for investigation, the site provided photographs for review which confirmed the reported event;. However, without benefit of visual, dimensional, or functional testing of the device; a definitive root cause could not be conclusively determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.